Event description:
The j-loop end of the guide wire would not advance or retract in the right internal jugular (ij) vein and had to be removed with the j-loop sticking out of the end of the tip of the edwards presep catheter. It was felt that the distal end of the edwards presep catheter was very rigid and it was difficult to move the guidewire past the tip even after it had been removed from the patient's ij vein.